Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had a breakage and dysfunctional tube plugger. It was verified with a manual pressure gauge and there was an evidence of a 60% leak and gurgling. There was no patient injury.